Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, during the sheath split, about two thirds of the way down, the leading inner tube with the clip on it advanced before the outer tube and exposed the clip. The deployment was aborted and the safety release button was used to collapse the wings and remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.